Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation results: the device was returned for evaluation. A visual inspection found that the balloon was detached from the catheter shaft of the device. The balloon was not returned for evaluation. Therefore, the investigation is confirmed for the reported balloon detachment and confirmed for the reported retraction issue. It is likely that the alleged retraction issue contributed to the reported balloon detachment. However, the definite root cause for the reported retraction issue or balloon detachment could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly difficult to retract. It was further reported that the pta balloon detached during retraction. A secondary procedure was done to remove the detached balloon. The procedure was completed using a new balloon. There were no further reported complications.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2022).

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly difficult to retract. It was further reported that the pta balloon detached during retraction. A secondary procedure was done to remove the detached balloon. The procedure was completed using a new balloon. There were no further reported complications.